Manufacturer narrative:
An event of a revision was reported to abbott.the physician elected to replace entire system due to ineffective stimulation. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number 1627487-2023-00269. Related manufacturer report number 1627487-2023-00268. It was reported that the patient experienced ineffective therapy from their drg system due to invalid impedances. As a result, the patient underwent surgical intervention on (B)(6) 2023 to have their drg system replaced. In addition it was discovered that the explanted drg leads were covered in unidentifiable black markings. Patient now has effective therapy.

Manufacturer narrative:
Event date is estimated.